Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode likely caused by minute device mobility is suspected. However to determine an exact root cause a device investigation of the explanted device is necessary. No date on possible re-implantation has been provided yet.

Event description:
The user has not been able to hear with the device since (B)(6) 2020 when the last programming was made. During this appointment abnormal in situ measurements were found and the family has been informed that a device deficiency is alleged. Re-implantation is considered, but no date could be yet scheduled.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user likely had not been able to hear with the device since (B)(6) 2020, when the last programming was made. During this appointment abnormal in situ measurements were found and the family has been informed that a device malfunction is likely.